Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and internal haemorrhage ('internal bleeding') in an adult female patient who had essure (batch no. 880434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), internal haemorrhage (seriousness criteria medically significant and intervention required), dry mouth ("dry mouth"), fatigue ("chronic fatigue"), dysgeusia ("metallic taste in mouth"), headache ("headaches"), pyrexia ("fever"), chills ("chills"), pain ("body aches"), vaginal haemorrhage ("spotting") and paraesthesia ("tingling in feet"). The patient was treated with surgery (tubal reanastomosis and right ovarian cystectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, dry mouth, fatigue, dysgeusia, headache, pyrexia, chills, pain, vaginal haemorrhage and paraesthesia outcome was unknown. The reporter considered chills, dry mouth, dysgeusia, fatigue, headache, internal haemorrhage, pain, paraesthesia, pelvic pain, pyrexia and vaginal haemorrhage to be related to essure. The reporter commented: 2coils visible on left & 3coils on right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: no passage of contrast material beyond the surgically implanted devices within the pelvis.; on (B)(6)2015: no evidence of peritoneal contrast spill status post essure reversal. Lot number: 880434 manufacture date: 2011-07 expiration date: 2014-07. Quality-safety evaluation of ptc: unable to confirm complain. Most recent follow-up information incorporated above includes: on 5-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and internal haemorrhage ('internal bleeding') in an adult female patient who had essure (batch no. 880434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), internal haemorrhage (seriousness criteria medically significant and intervention required), dry mouth ("dry mouth"), fatigue ("chronic fatigue"), dysgeusia ("metallic taste in mouth"), headache ("headaches"), pyrexia ("fever"), chills ("chills"), pain ("body aches"), vaginal haemorrhage ("spotting") and paraesthesia ("tingling in feet"). The patient was treated with surgery (tubal reanastomosis and right ovarian cystectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dry mouth, fatigue, dysgeusia, headache, pyrexia, chills, pain, vaginal haemorrhage and paraesthesia outcome was unknown. The reporter considered chills, dry mouth, dysgeusia, fatigue, headache, internal haemorrhage, pain, paraesthesia, pelvic pain, pyrexia and vaginal haemorrhage to be related to essure. The reporter commented: 2 coils visible on left & 3 coils on right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: no passage of contrast material beyond the surgically implanted devices within the pelvis.; on (B)(6) 2015: no evidence of peritoneal contrast spill status post essure reversal. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.